Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced back spray of unspecified diluent after the unspecified needle was pulled out during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d10, h3, h4 and h6. D4: the lot # is 18e013, previously submitted as "asku". H4: the lot was manufactured from may 10, 2018 - may 11, 2018. H10: the device was received for evaluation containing fluid in the bladder. A functional testing was performed by filling the device. During fill, leak/backflow was observed at the fill port. The cause of the leak/backflow was due to a particle measured to be 2.27 mm in length, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the condition is due to the particle under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.